Manufacturer narrative:
Additional information: b5, b7, g3, h2, h6, h10/11 based on the additional information received, the root cause of this event could not be determined.

Event description:
Additional information was received indicating the vitreous prolapsed after the intraocular lens (iol) was positioned in the right eye (od). The iol was removed and successfully replaced with an anterior chamber lens. The patient''s outcome is good.

Manufacturer narrative:
The lens was returned for evaluation. Visual inspection found both haptics bent and the cause of the damage could not be determined. Functional testing could not be performed due to the damage. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Event description:
It was reported that an intraocular lens (iol) was explanted and an incision enlargement, vitrectomy, and sutures were utilized. Several attempts for additional information have been requested of the reporter, but have not been provided.